Event description:
The customer reported that the unit unexpectedly powers down.

Manufacturer narrative:
The failure was indicative of a servicing error in which a power cable was not fully inserted during a prior servicing event.